Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The filter and the detached limb will be retained by the user facility risk management department. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that during a scheduled retrieval of an ivc filter, imaging demonstrated that one of the filter limbs had detached and remained within the cava wall just proximal to the ivc filter. A snare was used to remove both the ivc filter and detached limb without complication. The pt is asymptomatic.